Manufacturer narrative:
(B)(4). Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of fiber broke. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2016. Reportedly, the laser unit was a lumenis 200w with settings of 0.8j x 0.8hz and 46.4watts. According to the complainant, during the procedure, the body of the laser fiber cracked near the location that the fiber was entering the scope. The physician reported that there wasn¿t any excessive torquing of the scope. Reportedly, the laser fiber degraded after 2 minutes but had been working fine at breaking the stone. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.